Event description:
Sorin group (B)(4) received a report that the encoder of the s5 roller pump would not respond when turned. The issue occurred post-operatively and there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is filed on behalf of sorin group (B)(4). Sorin group received a report that the encoder of the s5 roller pump would not respond when turned. The issue occurred post-operatively and there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.